Event description:
Programming data from the m1000 generator was received and reviewed. Data confirms reported events that impedance was high on system diagnostics and ok when generator diagnostic was performed.

Event description:
The patient was referred for vns generator replacement surgery due to eos. During the replacement surgery, the old generator could not be interrogated due to battery depletion. When the new generator was attached to the lead, high impedance was identified. The connector pin was removed and reinserted, system diagnostics were performed, and the impedance was still high. The new generator was connected to a test resistor, and generator diagnostics showed ok impedance. Therefore, the impedance issue was likely isolated to the lead. The new generator was implanted and the patient was closed to likely undergo lead revision at a later date. Later information was received indicating that the patient saw a new surgeon approximately 1.5 months after the high impedance was seen, and diagnostics showed ok impedance. No devices were replaced in the meantime. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.